Event description:
It was reported that during a shoulder rotator cuff repair the twinfix had rust at the inserter. The procedure was completed with the same device and no significant delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found: product must be stored in the original sealed pouch. Do not resterilize or reuse anchors, sutures, insertion devices, or disposable awls. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the part drawing found that the shaft is visually inspected for deformities. The shaft is now passivated after laser marking. A certificate of conformance for evidence of passivation is required. A visual inspection found white granular debris on both devices on the shafts, handles and where the proximal end of the shaft meets the handle. The white substance does not appear to be rust. The root cause could not be determined. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder rotator cuff repair two twinfix had rust at the inserter. The procedure was completed with the same device and no significant delay or further complications reported.